Event description:
It was reported that a device detachment and vessel perforation occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified proximal left anterior descending artery (lad). A rotawire drive was selected for use. During rotablation, the rotawire drive was positioned in the lad, however it was a struggle to deliver the 2.0mm burr along the wire through a 7f catheter. After dynagliding to the proximal starting point, the wire at the back of the advancer was very twisted. The rotablation procedure with the 2.0mm burr was completed with 6 runs of 10 seconds. On completion, the dynaglide mode was used but once outside the hemostatic valve, it was a struggle to manually remove the burr from the wire. It was then discovered that the distal section of the wire was detached and remained in the distal lad and that there was a perforation in the distal lad. A non-boston scientific balloon was used to successfully seal off the perforation. The patient had chest pain related to the perforation. The device fragment remained in the patient and the patient was admitted into high care for observation and monitoring. The patient was expected to fully recover. It was further reported that the patient was stable post procedure and there is no plan to remove the detached portion in the future.

Event description:
It was reported that a device detachment and vessel perforation occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified proximal left anterior descending artery (lad). A rotawire drive was selected for use. During rotablation, the rotawire drive was positioned in the lad, however it was a struggle to deliver the 2.0mm burr along the wire through a 7f catheter. After dynagliding to the proximal starting point, the wire at the back of the advancer was very twisted. The rotablation procedure with the 2.0mm burr was completed with 6 runs of 10 seconds. On completion, the dynaglide mode was used but once outside the hemostatic valve, it was a struggle to manually remove the burr from the wire. It was then discovered that the distal section of the wire was detached and remained in the distal lad and that there was a perforation in the distal lad. A non-boston scientific balloon was used to successfully seal off the perforation. The patient had chest pain related to the perforation. The device fragment remained in the patient and the patient was admitted into high care for observation and monitoring. The patient was expected to fully recover.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the distal end of the guidewire was kinked. Microscopic inspection revealed the spring tip was kinked and a portion was detached. The detached portion was not returned for analysis. Even though a portion of the spring tip/distal tip was detached, the total length of the guidewire was within specification.

Event description:
It was reported that a device detachment and vessel perforation occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified proximal left anterior descending artery (lad). A rotawire drive was selected for use. During rotablation, the rotawire drive was positioned in the lad, however it was a struggle to deliver the 2.0mm burr along the wire through a 7f catheter. After dynagliding to the proximal starting point, the wire at the back of the advancer was very twisted. The rotablation procedure with the 2.0mm burr was completed with 6 runs of 10 seconds. On completion, the dynaglide mode was used but once outside the hemostatic valve, it was a struggle to manually remove the burr from the wire. It was then discovered that the distal section of the wire was detached and remained in the distal lad and that there was a perforation in the distal lad. A non-boston scientific balloon was used to successfully seal off the perforation. The patient had chest pain related to the perforation. The device fragment remained in the patient and the patient was admitted into high care for observation and monitoring. The patient was expected to fully recover. It was further reported that the patient was stable post procedure and there is no plan to remove the detached portion in the future.